Event description:
The manufacturer received information alleging a ventilator was failing calibration during testing. The device was not in patient use. The device was evaluated by a third party engineer and the customers complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.